Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently turned on the temporary basal rate. The customer's blood glucose was 163 mg/dl. Tandem technical support assisted the customer with turning off the temporary basal rate.